Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no damage noted. Functional testing was performed and noted a leak around the printing area. The reported condition was verified. The cause was determined to be related to the methods used during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150ml intravia container was leaking at the injection port. This was noticed after adding solution but before patient use. Fentanyl had been added to the bag. There was no patient involvement. No additional information is available.